Event description:
Pump issued an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Insulin delivery was suspended due to the alarm, and technical support guided the customer to clean speaker holes, remove and reconnect the cartridge, and ultimately load a new cartridge to resume insulin. After replacing the cartridge, the alarm did not recur, and normal pump operation was restored.